Event description:
Baxter reports that a pt noticed leakage from the transfer set originating at the region of the clamp. The pt observed that brunol was leaking out of the minicap end of the transfer set. There was no pt injury or medical intervention associated with this incident.